Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be interrogated and no tones were elicited by magnet application, as reported from the field. The device case was removed to facilitate inspection of the internal components. Visual examination identified electrical overstress damage to the high voltage capacitors and flex circuit. An external power source was connected to the device and memory was able to be downloaded. Review of device data identified evidence (i.e. Extremely short pulse widths during shock delivery) that the device attempted to deliver shock therapy through a shorted defibrillation electrode.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated nor tones heard with magnet application. Several attempts were made to confirm device function using alternate programmers but were unsuccessful. Boston scientific technical services (ts) provided steps for attempting a device reset to recover the device. Suspecting premature battery depletion, the physician later performed a revision procedure wherein the device and electrode were explanted and replaced. During the procedure the physician noted evidence of twiddler's syndrome though there were no associated clinical observations. No adverse patient effects were reported.